Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. In the beginning of each new cartridge change his blood sugars are good. Then after two or three days he will notice he has to take more insulin to lower his blood sugar. He stated that the issue begins when the insulin cartridge is about one-third full. He thinks the piston rod is the cause of the issue. Once the cartridge is one-third full he feels he needs to begin bolusing more insulin to correct his elevated blood glucose levels. He experienced hypoglycemia while driving a truck and had to be taken to the hospital. The patient stated that he did not pass out. His blood glucose level was measured at 2.7 mmol/l at the hospital. He was treated with a "glucose shot". He ate about four hours before the incident and bolused 10 units of insulin for his meal that he estimates would have been about 100 grams of carbohydrates since his insulin to carbohydrate ration is 1:10. The doctor in the ER suggested that he change his basal rates to 80% of the current rates. The patient added that he had been feeling ill due to a virus at the time of the incident. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.